Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event description of "the pph03 stapler could not be fired properly during the surgery and because of incomplete firing bleeding occurred." How did the device not fire properly? How was the "firing" incomplete? Was the staple line incomplete? What was the staple formation (b-formation, unformed, straight legs, etc.)? How was the bleeding controlled? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a hemorrhoidectomy, the device could not be fired properly during the surgery and because of incomplete firing bleeding occurred. Surgery name is stapled haemorrhoidectomy. There were no patient consequences reported.